Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that there was no patient present when the reported issue occurred. No additional information was provided.

Manufacturer narrative:
Device UDI not provided as this product is no longer manufactured. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a procedure, the navigation system could not perform electromagnetic navigation. There was no reported impact on patient outcome. No additional information was provided.